Event description:
It was reported that the rigid video scope had green image, and the white balance was not possible. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "optics show green image, no white balance possible" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the r-unit is broken, the fibre bonding in the outer tube area (distal end) is damaged, and the outer tube had a dent. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had green image, and the white balance was not possible. There were no reports of patient harm.